Manufacturer narrative:
A service call was made. Completed galileo unexpected reaction checklist successfully. Re-tested samples in question: sample (B)(6) resulted in ab pos in three consecutive interpretations. Sample (B)(6) resulted in o pos in three consecutive interpretations. Sample (B)(6) resulted in o pos in three consecutive interpretations. Instrument is operating as expected.

Event description:
Customer reported discrepant abo types reported by the galileo. Sample 1: first tested on the instrument was typed ab positive. The same sample was re-tested on the instrument and was typed as a positive. The sample was repeated again on the instrument and was typed as ab positive. Sample 2: first resulted as o pos, re-testing resulted as a neg. The report is showing a neg and o pos as the current result. Sample 3: first resulted as o pos, re-testing resulted as a neg. The sample was tested a third time and resulted o pos. The customer stated no adverse event occurred as a result of the incorrect types.